Event description:
It was reported that a pt was being transferred when allegedly the sling ripped resulting in the strap of the sling popping off the hanger mechanism. Patient suffered a fractured hip.